Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and alarmed unexpected restart. The customer's blood glucose reading was 89 mg/dl at the time of incident. Troubleshooting found that the alarm cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad trace. No scrolling numbers display anomaly noted. The insulin pump passed idle current test. We were unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify unexpected restart alarm due to button keypad anomaly. The insulin pump had a cracked battery tube threads and cracked reservoir tube lip.